Event description:
Consumer reported left side with grade IV contracture in the left breast, encapsulated prosthesis, pain, "implant with lobulated contours due to the presence of several folds, with a slight increase in the anteroposterior diameter on the left. With homogeneous content in all sequences. Absence of anomalous races. Presence of a small amount of hyperintense fluid on t2 images around bilaterally, intramammary lymph nodes posterior to the left implant", and "recall" . Devices was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, "surrounding laminar liquid."

Manufacturer narrative:
Device photograph evaluation sent on previous mw is for contralateral side device. The following photo evaluation has been removed from this record. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant: observed crease fold on the device. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2923402 and catalog n-tsx285 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Consumer reported left-side with capsular contracture baker grade IV and anxiety and "chronic inflammatory process in wall of peri-prosthetic capsule" and "capsule of left breast." Additional events of "implant with folds and surrounding laminar liquid". Device has been removed.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. Crease/folding of implant: observed crease fold on the device. Seroma-late: unable to observe since it is a medical event and is not related to the device. It is possible to determine the lot number 2923402 and catalog n-tsx285 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient reported left side with grade IV contracture in the left breast, encapsulated prosthesis, pain, "implant with lobulated contours due to the presence of several folds, with a slight increase in the anteroposterior diameter on the left. With homogeneous content in all sequences. Absence of anomalous races. Presence of a small amount of hyperintense fluid on t2 images around bilaterally, intramammary lymph nodes posterior to the left implant", and "recall" . Devices has been explanted.